Event description:
It was reported by service report that the backrest (fowler) resistance is not as strong as it used to be. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Other: fowler gas cylinder.